Event description:
A malfunction on the pump was reported. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the customer understood.